Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed via programmer printouts. The device was tested on the bench and using automated testing equipment and no anomaly was found. The cause of the reported high pacing lead impedance could not be determined.

Event description:
It was reported that during review of patients remote transmission high pacing lead impedance was observed. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.